Manufacturer narrative:
(B)(4). The device was inspected on-site by a rep of the MFR's sale and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
(B)(4).